Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
During the av case, the physician was treating in stent restenosis. During the fortrex balloon inflation, the rupture was caused by the stent. The balloon was partially inflated and was being moved in an effort to view additional stenosis to treat. At this time the balloon ruptured in a traverse manner, requiring a cut down to remove the balloon from the patient's arm. No balloon material embolized during this procedure and balloon removal. The percutaneous access site required a cut down to remove the sheath and dissected balloon catheter from the patient's arm. It was a left upper arm fistula. Evaluation of the returned device on july 30, 2015 found the returned segment of the fortrex catheter includes the proximal section of the balloon chamber that terminates in a radial tear, both radiopaque band markers, a kinked inner lumen near the distal end, and the proximal end of the catheter exhibits a straight cut. The y-manifold and the distal segment of the balloon were not returned.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.